Manufacturer narrative:
This is the second of 2 reports. Subject device is not available.

Event description:
It was reported that a thrombectomy was performed for a middle cerebral artery ¿m1 section occluded and accompanied by atheroma. It was noted that there was difficulty to withdraw the stent retriever from the vessel due to atheroma. The procedure was completed successfully with two passes of a stent retriever and a microcatheter (subject device). Thrombolysis in cerebral infarction (tici) score of 2a was achieved. ¿the removed white thrombus was submitted to pathological examination and an unknown artificial material was found inside the thrombus during the examination¿. There was no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. A review of the pathology imaging provided did not confirm the reported unknown artificial material. Based on the information currently available the exact cause for the reported unknown artificial material cannot be determined. (B)(4).

Event description:
It was reported that a thrombectomy was performed for a middle cerebral artery ¿m1 section occluded and accompanied by atheroma. It was noted that there was difficulty to withdraw the stent retriever from the vessel due to atheroma. The procedure was completed successfully with two passes of a stent retriever and a microcatheter (subject device). Thrombolysis in cerebral infarction (tici) score of 2a was achieved. ¿the removed white thrombus was submitted to pathological examination and an unknown artificial material was found inside the thrombus during the examination¿. There was no clinical consequences to the patient.